Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The customer reports a crack in the touchscreen which is making the screen unresponsive. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a crack in the touchscreen which lead to an unresponsive screen. The cardiohelp was replaced during treatment. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The ch user interface update kit was replaced. The rotary encoder was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by getinge service and sales unit the touch panel was not responding since the screen was cracked. However, it is not possible to determine the most probable root cause for the crack in the touchscreen. A possible root cause for the reported damage on the screen can be related to rough handling of the device, which leads to the mechanical damage. (E.g. Something hit the screen). This cause is also supported by the cardiohelp risk management file: defective display: no display function- no touch function- broken backlight- destroyed display - touch partially defective caused by mechanical impacts (edges, claws).this analysis is also supported by the cardiohelp risk analysis v24. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The device was manufactured on 2022-09-28. The review of the non-conformities has been performed on 2025-07-24 for the period of 2022-09-28 to 2025-07-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "crack in the touchscreen which is making the screen unresponsive" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).